Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient is currently in the hospital due to missing multiple treatments and skipping cycles during treatments for some time now. The nurse stated the patient was getting about 1 treatment a week. They were unable to determine causes as patient would not call them or technical support during treatments. The pdrn stated they had not inserted a cvc and patient was being dialyzed through the pd catheter. The pdrn did not know if they cycled the patient or were doing manuals. The pdrn plans to evaluate the patient in the clinic if she has drain issues, after being discharged home. The pdrn will call back if she again feels it is the cycler. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 due to fluid retention and generalized weakness due to noncompliance to her pd prescription. It was explained the patient will often bypass multiple cycles during pd therapy or more often, skip her treatment altogether, only undergoing one treatment a week. The patient does know how to perform continuous ambulatory pd but refuses to utilize manual exchanges as well. It was believed the patient was transitioned to hemodialysis (hd) through a central vascular catheter placed during this admission on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged approximately one week prior to follow up (exact date unknown). It was confirmed the patient¿s fluid retention, generalized weakness and the associated hospitalization were due to noncompliance to pd therapy orders and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. A decision will be made by the patient¿s nephrologist as to whether the patient will continue ccpd therapy (on the same liberty select cycler) after 30 days of backup hd. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient is currently in the hospital due to missing multiple treatments and skipping cycles during treatments for some time now. The nurse stated the patient was getting about 1 treatment a week. They were unable to determine causes as patient would not call them or technical support during treatments. The pdrn stated they had not inserted a cvc and patient was being dialyzed through the pd catheter. The pdrn did not know if they cycled the patient or were doing manuals. The pdrn plans to evaluate the patient in the clinic if she has drain issues, after being discharged home. The pdrn will call back if she again feels it, is the cycler. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 due to fluid retention and generalized weakness due to noncompliance to her pd prescription. It was explained the patient will often bypass multiple cycles during pd therapy or more often, skip her treatment altogether, only undergoing one treatment a week. The patient does know how to perform continuous ambulatory pd but refuses to utilize manual exchanges as well. It was believed the patient was transitioned to hemodialysis (hd) through a central vascular catheter placed during this admission on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged approximately one week prior to follow up (exact date unknown). It was confirmed the patient¿s fluid retention, generalized weakness and the associated hospitalization were due to noncompliance to pd therapy orders and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. A decision will be made by the patient¿s nephrologist as to whether the patient will continue ccpd therapy (on the same liberty select cycler) after 30 days of backup hd. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient is currently in the hospital due to missing multiple treatments and skipping cycles during treatments for some time now. The nurse stated the patient was getting about 1 treatment a week. They were unable to determine causes as patient would not call them or technical support during treatments. The pdrn stated they had not inserted a cvc and patient was being dialyzed through the pd catheter. The pdrn did not know if they cycled the patient or were doing manuals. The pdrn plans to evaluate the patient in the clinic if she has drain issues, after being discharged home. The pdrn will call back if she again feels it is the cycler. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 due to fluid retention and generalized weakness due to noncompliance to her pd prescription. It was explained the patient will often bypass multiple cycles during pd therapy or more often, skip her treatment altogether, only undergoing one treatment a week. The patient does know how to perform continuous ambulatory pd but refuses to utilize manual exchanges as well. It was believed the patient was transitioned to hemodialysis (hd) through a central vascular catheter placed during this admission on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged approximately one week prior to follow up (exact date unknown). It was confirmed the patient¿s fluid retention, generalized weakness and the associated hospitalization were due to noncompliance to pd therapy orders and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. A decision will be made by the patient¿s nephrologist as to whether the patient will continue ccpd therapy (on the same liberty select cycler) after 30 days of backup hd. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.